Event description:
It was reported that there was positioning/fixation difficulty with the lead and that the helix would not deploy after repositioning. The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix was disengaged from the helical channel; the full lead was returned for analysis. Further testing revealed blood in/on the helix mechanism.